Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 241 mg/dl. The customer stated that the alarm was resolved by a reservoir change. The customer would like to return the set for analysis. The customer does not want to return the reservoir for analysis. Some of the past no delivery alarms had been caused by bent cannulas and site occlusions. The customer's blood glucose was 247 mg/dl. Nothing further was reported.